Event description:
The following was reported to hamilton medical ag: summary:leakage of the blower modules.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the local investigation showed a leak in the blower module. Correction: blower module replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the local investigation showed a leak in the blower module. Correction: blower module replaced.

Event description:
The following was reported to hamilton medical ag: summary:leakage of the blower modules.